Manufacturer narrative:
D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient who was receiving dilaudid via an implantable pump for unknown indications. It was reported that when the patient rep hooked up the communicator to the patient's pump and synced it, it connected to the handset but stopped at 90% after 10 minutes. The patient rep stated they had unpaired and repaired the device, cleared the cache, and rebooted the handset. The patient rep mentioned they thought the patient used 4 boluses today, and they did 2 boluses in the last hour or so while trying to test it. The patient's therapy is programmed for up to 15 boluses per day. An agent reviewed data and assisted the caller in deleting the data. The agent had the patient rep close all applications, launch the myptm (personal therapy manager) application, and attempt to connect. The patient rep stated they saw a 'no pump response' message. The patient rep then turned the communicator off and on and attempted to reconnect. They eventually were able to connect to the pump without any lag and confirmed they were able to deliver the bolus.